Event description:
It was reported that the customer stated there was a missing piece on the insulin pump. The customer stated that there was a missing piece where she screwed in the battery, and, as a result, the batteries were not holding a charge. The customer declined troubleshooting because she was sick and did not want to troubleshoot. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube. The up arrow button did not respond due to the flattened button dome switch.